Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, the reported difficult removal of the device appears to be related to patient morphology/pathology (ruptured papillary muscle) which led to procedural circumstances (clip caught on chordae). The reported difficulty grasping and single leaflet device attachment/slda appears to be related to procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the clip got caught in the chordae and was deployed, but resulted in a single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and got caught in the chordae and could not be freed. Although the clip remained stuck in the chordae, the clip was in a position in which the leaflets were still able to be grasped. Grasping was difficult due to the anatomy, but the clip was implanted successfully and mr was reduced to 3. However, it was noted that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda), mr returned to 4+. Two additional clips were implanted to stabilize the first implanted clip, reducing mr to 2. The patient remained stable. There was no clinically significant delay during the procedure. No additional information was provided.